Manufacturer narrative:
Report date: 18jun2021. There was no patient involvement.

Event description:
It was reported the customer had a cooling fan error message. There was no patient involvement. The customer advised they already replace the fan, but the error message was not cleared. The remote service engineer (rse) advised to replace the power management (pm) pcba. The field service engineer replaced the pm pcba and the issue was resolved.